Event description:
It was reported that during a lap hysterectomy procedure, the handpiece is shorted and results in error 7 when enabling the hand activation. The customer swapped handpiece to solve the problem. There was no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Info asked for, but unk or not provided during initial contact. Evaluation summary: the hand piece was tested on a generator and gave an error code 7. It no longer meets design specifications for continuity. The hand piece was disassembled, a torn acoustic isolator was found in the instrument. Possible causes of continuity: causes that may contribute to this are pinched wires during mfg, poor soldering of wires in cable assembly, dropping of instrument, excessive bending and twisting of cable and/or connector, or end of instrument life.